Event description:
I am writing this for my sister (B)(6). She had a versys hip replacement installed on the above date. She complained about pain since the surgery and went back to the doctor twice for x rays. He said, "nothing was wrong" both times. It's four yrs later and she is in horrific pain. She has just moved down here approximately 4 months ago and the pain is getting worse by the day. The doctor involved (B)(6), the hosp for surgery is (B)(6) hosp, (B)(6). We only have a picture of the device which was given to her after surgery. We do not know the particulars or detail of this device. (B)(6) this has been a disaster for her from day one. Please advise what we can do. (B)(6) went back to doctor two times after surgery. Each time, he took xrays and said nothing was wrong. Dates of use: (B)(6) 2007 -- (B)(6) 2010. Diagnosis or reason for use: hip replacement.